Event description:
The pt was ventilated in asb with intubation. Visual and acoustic alarm "flow sensor inop" was generated and then the device switched to standby without acoustic alarm. When user came into the room one min later, pt condition was: spo2: 41%, heart rate: 50; nibp: 5/2; pt was in serious vital distress. Restart of the evita and resuscitation of the pt; then replacement of the device. Our filed svc engineer rec'd the info that the event had no clinical consequence of the pt.

Manufacturer narrative:
The logbook and the operational panel were available for investigation. The logbook analysis revealed that optical and acoustical alarms were generated during the time in question, e.g. "Flow measurement inop". Also a switch to standby is registered in the logbook and the "pressure measurement inop" alarm was generated one min after switch to standby. The investigation of the operational panel revealed that the interior was polluted with dirt and moisture. The root cause for pollution was the touch screen not being assembled correctly. A gap existed between frame and sealing allowing ingress of dirt and moisture. It can not be excluded, that the pollution created a conductive bypass which possibly contributed to an unintended switch to standby. It was not possible to reproduce this condition during investigation in our laboratory. Conclusion: an incorrect reassembly after production was identified to be the root cause of the reported event. The event was assessed to be an isolated case. In standby, the device opened the airway system to allow spontaneous breathing and generated alarm.